Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 49 mg/dl. Customer stated she had hernia. Scar down center of torso. Customer stated that spleen removed which had scar tissue and she was having chest pains. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.